Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. The patient's attorney alleges injuries and revision surgery; however, no details have been provided no lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient had a "mesh" implanted, ventralex patch mesh during a hernia surgery. On (B)(6) 2015: the patient underwent revision surgery "due to the defective qualities of the mesh." On (B)(6) 2016 :the patient underwent revision surgery. On (B)(6) 2015 and the present: the patient suffered from multiple complications "due to the bard ventralex patch mesh implant, including-recurrent hernia, mesh revision and replacement requiring multiple and subsequent hospitalizations where surgery required to remove and repair the recurrent hernia." The patient has and will continue to suffer from serious adverse health consequences, severe and permanent personal injuries including but not limited to pain, suffering, disability and impairment due to the complications of the initial mesh implantation.